Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a sticky/foreign material on the control unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device stickiness/foreign material could not be determined, however, the issue was likely the result of fluid emersion and or insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.